Manufacturer narrative:
(B)(4). G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the packaging of a femoral was opened, something like lint or hair was seen in the sterile pouch. Back up implant was used to complete the procedure. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the provided photos found the sterile packaging was previously opened. A hair-like debris was identified. As the packaging was previously opened, the source of the debris cannot be confirmed. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned product found the packaging was previously opened. The device was returned with no packaging for review. No photos were provided of the alleged failure. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.